Manufacturer narrative:
A ge rep evaluated the system and replaced the ups. The system operates as intended.

Event description:
There was a communication error. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. This could result in add'l unnecessary delay and/or anesthesia. There is no report of serious injury or death.